Event description:
Hoist was being used to bath a male resident. As hoist was raised the jib dropped. The chair did not detach and no injury was reported. One person involved.

Manufacturer narrative:
The hoist was function tested and inspected, no faults were found. Marks were found on the rim of the tub which indicates that the chair had been in contact with the bath. User error. The chair had been lowered onto the bath rim and a sudden movement while the resident was being dried, led to the chair sliding of the rim and then falling due to slackness in the chain of the hoist. User has been instructed to review the operational manual and a quote has been sent to the hospital for a spragg clutch.